Manufacturer narrative:
(B)(4).

Event description:
Procedure type: cholecystectomy. According to the reporter: it was not possible to fire the clip. The clip jammed in the product. A different endo clip was used to continue the procedure. There was no additional bleeding, tissue damage or tissue lost. The operating room time was extended as a result of the event.